Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that, when she woke up in the morning she noticed the tubing detached from the quick release connector while sleeping and had high blood glucose level (247mg/dl) due to tubing detachment. The infusion set insertion site was at the right abdomen and the pump was in the right pocket. The patient was using infusion for 6 hours and current blood glucose level was 367 mg/dl. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.